Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and had no button response due to corroded keypad traces. There was no moisture damage inside the pump and there was no unexpected numbers ramping during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 130 mg/dl at the time of incident. The customer's mother stated that pump alarmed button error and the number were ramping on its own. She said the customer wears the pump in her pant pocket and it was 110 degrees. The pump could have been exposed to body heat and humidity. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.